Event description:
It was reported that during a stenting treatment procedure stent damage occurred. A taxus express2 stent was implanted in the target lesion and it was noted that "something was twisted". A few hours later the patient was transferred to another hospital with the capability to correct the issue.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).